Event description:
(B)(4) states: end user alleges injury occurred while using our product; to be handled by legal department and update to trackwise when information is received. Date of incident indicates (B)(6), 2014.